Manufacturer narrative:
Device was used for treatment, not diagnosis. Facility report: patient ID, age and gender. Part number provided on the maude report as: 247.371, plate, 97mm 12h lcp bn anklet ft. Date of event and date of report. Maude report: date of event: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA other UDI: gtin unavailable. Unknown part number, unknown lot number. This report is for unknown humeral plate/unknown lot number. Original implant date unknown. Patient was revised with new plate either on (B)(6) 2016 (exact date is unknown). (B)(4). The 510k#unknown: device is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) was received. Only additional and/or corrected information will be contained in this report. It was reported: hospital contact stated that patient was revised with new plate either on (B)(6) 2016 (exact date is unknown) and all the broken hardware was removed. Patient had a fracture about two months ago and was treated at the same time at another facility. Therefore exact implant date is not available. Patient had no other negative impact postoperatively and has been discharged home. Device is not available for evaluation. This complaint involves 1 device. This report is 1 of 1 for (B)(4).